Event description:
A 23 mm trifecta valve was implanted on (B)(6) 2014. On (B)(6) 2017, it was reported that a dehiscence of the leaflet from the stent post was suspected and the valve was explanted on (B)(6) 2018. A 21mm ce perimont magna ease was implanted and the patient is reported to be doing well and asymptomatic.

Manufacturer narrative:
An event of ¿dehiscence of the leaflet from the stent post¿ was reported. The results of the investigation concluded tears in leaflets 1 and 2. Leaflet 1 contained fibrous pannus ingrowth, on the inflow surface. Additionally, leaflet 2 observed to be retracted. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported event remains unknown.